Event description:
A report was received that a patient was experiencing inadequate stimulation. Impedance tests showed open contacts, although the impedances were within normal range. The patient underwent a revision procedure. During the procedure, one lead was explanted and replaced. The patient is reportedly doing well after the procedure.